Event description:
A malfunction alarm was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer acknowledged and understood.